Manufacturer narrative:
A sample device was not returned for analysis. The lens was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens iol) implantation, the lens was torn. There were a series of gouges along the side that extended into the center of the lens. The lens was removed in an initial procedure. The removed lens was not saved. It was also reported that there was no damage on the lens from visual inspection, prior to loading. There are two medical device reports associated with this report. This is 1 of 2. Additional information received stated that the lens tore upon insertion as entering the left eye. There was no patient harm.